Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 101 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. Insulin pump was unable to verify motor error alarm due to unresponsive buttons. Motor passed motor test. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.